Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unk

Event description:
A customer reported a "replace sensor" error message with the adc device. The customer experienced symptoms described as loss of severe headache and loss of consciousness. However, it was indicated that the customer was able to self-treat with sweets. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" error message with the adc device. The customer experienced symptoms described as loss of severe headache and loss of consciousness. However, it was indicated that the customer was able to self-treat with sweets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. No other abnormalities were observed with the sensors data. Issue is not confirmed . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6)., based on returned product download all pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the follow up #1 report. Correction has been made.

Event description:
A customer reported a "replace sensor" error message with the adc device. The customer experienced symptoms described as loss of severe headache and loss of consciousness. However, it was indicated that the customer was able to self-treat with sweets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.